Event description:
The initial reporter stated they received questionable results for patient samples tested with ca2 (calcium) and two other test parameters on a cobas 6000 c501 module. The customer provided data for one patient sample with discrepant calcium results. No questionable results were reported outside of the laboratory. The sample initially resulted in a calcium value of 4.9 mg/dl. Since the value was critically low, the customer decided to repeat the sample on a second analyzer. The repeat result was 9.2 mg/dl and this value was deemed correct.

Manufacturer narrative:
The calcium reagent lot number was 75291801, with an expiration date of 31-dec-2024. Calibration data was acceptable. Quality control data was only provided from after the event and this was acceptable. The field service engineer determined the cells were being rinsed poorly. The gear pump head was replaced and the rinse level was adjusted. The sample probe was replaced. The customer ran precision studies and controls; all results were within specifications. The investigation determined the service actions resolved the issue.